Manufacturer narrative:
Event date is approximate. Concomitant medical prodcuts: product ID: 978a128, lot#: va29leu, implanted: (B)(6) 2020, explanted: (B)(6) 2021. Product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #:(B)(4), ubd: 21-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and hcp (health care professional) via manufacturer representative. The patient was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient stated the pocket site felt itchy. This may have led to scratching of the site. They also experienced pain and fever. The patient's pocket is infected. The doctor used an antibacterial rinse on (B)(6) 2021. In an attempt to save the implant and took cultures, the results are still unknown. The lead was revised. 2021-dec-07 additional information was received from the hcp via the rep: patient¿s lead and pocket were infected, the hcp replaced the lead on (B)(6) 2021 (discarded it), but the ins remains in place. The patient was hospitalized. Fluid was drained from ins site and patient has improved. Ins and new lead are still in place. No further concerns at this time. Patient was released from the hospital.